Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse supplied the customer with part information for the power switch overlay and power management board. The customer was also provided with revision j of the service manual. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported getting an error alarm light emitting diode (led) failure. The customer reported that the device was in use at the time the issue was discovered, however, there was no patient harm.